Event description:
Pt tested on the suspect device with an inr result of 2.1. The lab inr was 6.2. Controls were in range. They lowered their coumadin dose. The device was replaced and requested to be returned for evaluation.